Manufacturer narrative:
(B) (4): evaluation summary: the devices were not available for analysis and their condition is unknown. According to the submitted report, the surgeon claimed the alleged event was not related to the device. Based on the provided information, such an early dislocation may have been due to one or a combination of the following mechanisms: placement of the components, component selection (i.e. Offset/leg length), extent of soft tissue tension, and patient behavior. A possible contributor would be the cup position and neck used originally, as the alleged complaint states the cup was repositioned and a different neck was used. However, a definitive cause analysis cannot be conducted with certainty with the provided information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
Per site: patient x-rayed post operatively and was noted to have an anterior dislocation - return to surgery - cup repositioned and neck revised.